Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused breathing issues and headache. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused the patient breathing issues and headache. There was no report of patient harm/injury. Additional information has been added, the patient alleged trouble of breathing, nasal/throat irritation, nausea, lightheaded, headaches, cough, sinus problems, eye infections and dry eyes. Section b3 was incorrect in previous report which has been corrected in this report. Section h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information an alleging patient breathing issues and headache, trouble of breathing, nasal/throat irritation, nausea, lightheaded, cough, sinus problems, eye infections and dry eyes related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.